Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient alleged there was a "difference of 20 mg/dl;" however, specific results were not provided. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.